Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The primary tha surgery was conducted for the oa on (B)(6) 2009 at the same hospital. Aml plus monm was implanted. Because the patient has started to feel the pain at the patient¿s hip joint the pain since the surgery, the revision was conducted on (B)(6) 2014 to relieve the pain. The complained metal liner and head were safely removed and replaced with an unspecified polyliner. The 36mm head was also replaced with a 32mm head. During the revision, the physician identified the swelling of the joint capsule, which was also undergoing necrosis. Metal fragments were found inside the stem and head taper of the implant.